Manufacturer narrative:
Event date: (B)(6) 2018. Report date: 19jul2019. The customer performed the troubleshooting on the ventilator. The customer replaced the flow sensor to fix the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved issue through troubleshooting.

Event description:
The customer reported that during preventative maintenance (pm), the ventilator failed the air flow accuracy test. There was no patient involvement.